Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump was received unable to perform displacement test and occlusion test due to missing retainer and reservoir tube lip o-ring. Formatted history file analysis confirmed software error detected and the motor arm cannot communicate with the main arm error due to software error. However, the insulin pump operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test and force sensor test. The insulin pump had cracked keypad overlay at the select button, minor scratched display window, minor scratched case and keypad overlay texture damaged.